Event description:
It was reported that a cartridge alarm occurred during the load sequence. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. The customer¿s blood glucose (bg) level was displayed as "high"; however no specific value was provided. Customer contacted healthcare provider to obtain alternate insulin therapy to address bg.